Manufacturer narrative:
The cfx screw was returned for evaluation. Visual inspection found that the inner cap/saddle had been dislodged from its intended location. It was also noted that the edges of the cap/saddle were bent along with internal tulip drive feature wear. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively determined however it is possible that the cap/saddle was subjected to unanticipated forces during rod placement. It is also possible that the screw drive feature was subjected to a higher than expected torque during screw placement. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: product information not available a follow up report will be submitted upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively the cfx screw´s tulip broke.